Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It as reported there was a lead integrity alert for non-sustained episodes and the sensing integrity count. Manipulation of the pocket was performed with physical maneuvers and the over-sensing could not be replicated. It was determined the non-sustained tachycardia appeared to be a true ventricular arrhythmia. The lead remains in use and no patient complications have been reported as a result of this event.